Event description:
It was reported that, the device does not heat properly and the "elbow piece" is missing from the front of the hose, membrane keypad damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in in used condition, warming hose (no elbow) and power cord attached. The complaint was confirmed. Air flow is too low caused by a clogged filter. Filter replaced. Electrical safety and functional test passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.